Event description:
Healthcare professional reported through clinical study that approx 53 mos post implant the valve was removed due to infective endocarditis. Organism identified as gram positive cocci. The valve was not returned for analysis however a pathology report was sent.